Event description:
A user facility reported a torn intraocular lens (iol). The iol was not used. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2010 and 03/08/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4).